Manufacturer narrative:
Concomitant medical products: item: durasul, alpha insert, hooded, ii/32 catalog #: 0100013509 lot #: 2920752. Item: cement pressurizer small catalog #: 00833408401 lot #: 63410268. Item: revision centralizer for use w / cpt femoral stems catalog #: 32833305600 lot #: 62901597. Item: femoral stem 12/14 neck taper standard offset catalog #: 00811400100 lot #: 63895896. Item: femoral head sterile product do not resterilize catalog #: 00801803202 lot #: 63775882. Item: 3 dose compact vacuum cement mixing system catalog #: 00504904501 lot #: 6381508. (B)(4). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k003758. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. An e-mail requesting additional information was sent on september 21, 2018 to the appropriate representatives. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). The following reports are associated with this event: 0009613350-2018-01052.

Event description:
It was reported that a patient was implanted with allofit-s alloclassic, shell with polar screw plug, uncemented, 52/ii. Subsequently, approximately 5 months post implantation the patient underwent revision surgery due to infection. It was also reported that the patient developed a puss filled wound while in rehab ward. A wash out and debridement was performed approximately 3 weeks post op. The infection was not resolved, which resulted in the revision surgery mentioned above.

Event description:
No event update.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: infection. Review of event description: it was reported that a patient underwent an initial right hip procedure on mar 12, 2018. Subsequently, the patient was revised due to infection on (B)(6) 2018. Patient developed a puss filled wound while in rehab ward. The surgeon became aware of the wound approximately 3 weeks post op. A wash out and debridement was performed. Approximately 3 weeks post op. The infection (infection type unknown) was not resolved, which resulted in a revision surgery. The surgeon explanted all components and cement without any complications. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Instruction for use (IFU): general information on indications, contraindications and risk factors, page 4/9: an infection in the region of an implant will have negative consequences for the patient in most cases, because it will usually necessitate removal of the implant. Indications and contraindications for the use of implants may be either absolute or relative, and must be carefully weighed, taking the overall condition of the patient into account including other alternative procedures, e.g., non-surgical treatment, arthrodesis. Contraindications, page 4/9: acute, chronic local or systemic infections. Risk factors, page 5/9: patient¿s resistance generally weakened (hiv, tumor, infection). Adverse effects, page 7/9: the general risks involved in endoprosthetics are allergic reactions to the implant material used, loosening, wear, corrosion, incorrect positioning, dislocation, aging, deterioration and fracture of the implant or implant parts. Early or late infections. Conclusion summary: it was reported that a patient underwent an initial right hip procedure on mar 12, 2018. Subsequently, the patient was revised due to infection on (B)(6) 2018. The surgeon explanted all components and cement without any complications. The allofit alloclassic shell was gamma sterilized. The gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot 2920056 (allofit alloclassic shell) has been reviewed and was found to be according to specification. The durasul alpha insert was eto (ethylene oxide) sterilized. The eto sterilization specification of the device certifies the suitability of sterilization. The sterilization certificate of the affected lot 2920752 (durasul alpha insert) has been reviewed and was found to be according to specification. Therefore, it can be excluded that an unsterile device was present at the time of release. Moreover, no trend on infection has been observed for these product families (allofit allocalssic shell and durasul alpha insert). Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis states that early or late infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is cmp-(B)(4).